Event description:
Five days after implantation of cypher select (cra18350) stent implanted in the proximal right coronary artery male patient, the patient experienced a thromobtic event that required revascularization. The patient also developed major ventricular arrhythmia and had a cardiogenic shock.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent.